Manufacturer narrative:
Sections with additional information as of 24-apr-2026: h3: was the device evaluated by the manufacturer? H6: updated FDA¿s type, findings and conclusions codes. H10: importer's (thi) retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Retention testing was performed by the manufacturer (sinocare inc.) Using test strips from the same lot. Sinocare retention strip lot tested within specification. Meter, test strips and control solution were returned for evaluation. Product testing was performed and defect found on returned test strips: control results out of range. No defect found on returned meter and control solution. Root cause: rc-072: vial left open for an extended period of time. Note: in multiple fields the form indicates that manufacturer received product, however, trividia health, inc. (USA) received the product returned and conducted the product evaluation.

Event description:
Consumer reported complaint for control result out of control range and erratic blood glucose test results. The customer called concerned with test results from results obtained of 123, 146, 110 and 160 mg/dl. The customer stated his expected am fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/20/2027 and per the customer the open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history (only 4 results provided): result 1: 123 mg/dl date: on (B)(6) 2026 time: 5:38 pm, non-fasting. Result 2: 146 mg/dl date: on (B)(6) 2026 time: 5:27 pm, non-fasting. Result 3: 110 mg/dl date: on (B)(6) 2026 time: 9:25 pm, non-fasting. Result 4: 160 mg/dl date: on (B)(6) 2026 time: 9:23 pm, non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Evaluation in process. Notes: 1. Manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer. 2. Sinocare (a foreign manufacturer, fei #: 3016863723) and trividia health, inc. (A u.s. Company/importer, fei#: 1000113657) have entered into a customer service agreement. Trividia health, inc. Handles customer complaints for the trueness¿ blood glucose monitoring system and trueness¿ air blood glucose monitoring system (k231476 - class 2) and records customer information, establishing a unique complaint number.